Event description:
It was reported to philips that there was image disk problem. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified, and procedure was completed by rebooted the system. The philips field service engineer (fse) inspected the system onsite and confirmed there was image disk problem. Upon troubleshooting, fse found that bay drive number 2 was turning on and off during the cases and described as a bad drive bay. On other work order due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.